Event description:
Mega needle driver was inserted in arm #2 to close the vaginal cuff following removal of the uterus. The instrument would not clamp or articulate. A new instrument was retrieved to complete the case. Defective instrument given to sterile supply coordinator with patient sticker attached. No harm to patient. Route: yes. Event abated after use stopped or dose reduced? Yes. Diagnosis or reason for use: robotically assisted vaginal hysterectomy.